Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper back pain. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the intercostal nerve. Beginning mid-year 2025 the patient began to report inconsistent connectivity between the ipg and the external therapy discs. Troubleshooting in the field was unable to resolve the issue and concluded that the ipg had migrated within the pocket to no longer be parallel to the skin surface. The position of the ipg was determined to be affecting communication between devices. The patient requested to transition from the nalu device with external wearables to a fully implanted device from a different manufacturer. On (B)(6) 2025 the nalu system was removed and a neurostimulation device from a different manufacturer was implanted. The procedure is reported to have gone smoothly and the new system was covering the areas of pain.

Manufacturer narrative:
The nalu system was tested on the day it was implanted to assure appropriate depth of the ipg and all testing returned good results. There are no known events leading up to the changes in connectivity that would be likely to have caused the ipg to migrate. Migration is a known inherent risk of implantable neuromodulation systems.